Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error alarms noted during testing however, the formatted history file confirmed software error alarm (line number 5632 file number 2005) due to a software error (ptc 2610666).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had second occurrence of software error detected alarm. The customer's blood glucose value was unknown at the time of the incident. The customer was able to clear the alarm but unable to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned to the analysis.